Event description:
It was reported that (1) atw35 was used during a laparoscopic appendectomy procedure. It was reported by the rep that after placing the ets flex 35mm (atw35) across the base of the appendix the instrument was fired. The staples appeared to form inconsistently across the entire line. Another stapler was placed proximal to the bad staple line and fired. The appendix was removed and the case was completed with auto suture "endo" universal. No consequence to pt.